Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 crdm non-defib lead implanted:(B)(6) 2009; 694765 crdm defib lead implanted:(B)(6) 2009. (B)(4).

Event description:
It was reported that there was high thresholds and low pacing impedance on the left ventricular (lv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned to the manufacturer. Analysis was performed and primary analysis revealed no anomalies were found. It was noted that the proximal conductor of the lead became extrinsically fractured due to melting. Visual summary analysis of the lead indicated apparent explant damage.